Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles in the reservoir. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose levels with manual injections. Customer advised they changed out their infusion set 2 weeks in a row and both times they had air bubbles which resulted in high blood glucose levels. Troubleshooting for the air bubbles in the reservoir was performed. Customer was advised the importance of de-gassing the insulin vial. Customer advised they were skipping this step which is very important. Customer declined to troubleshoot high blood glucose levels. Customer was advised to monitor their blood glucose levels and call back if any assistance is needed.